Manufacturer narrative:
During ge healthcare checkout, it was observed that the unit shutdown automatically after 10 minutes of use and restarted after 20 seconds in battery backup mode and not alarming. Replaced the battery and switching board to fix the reported issue.

Event description:
The hospital reported that, unit automatically shut down. There was no reported patient involvement.